Event description:
Pt contacted spine-tech with complaint of alleged permanent nerve damage as a result of an alleged issue related to the silhouette polyaxial pedicle screw head feature failing to lock into place. Investigation and fact-finding efforts to follow.